Event description:
It was reported by service report that the bed scale was giving an incorrect reading. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Load cell.